Event description:
It was reported that this right ventricular (rv) lead was explanted due to a conductor fracture. The fracture was confirmed via fluoroscopy. It was successfully replaced with a new lead. No additional adverse patient effects were reported. This device has been returned and analysis is expected.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Manufacturer narrative:
The returned lead was analyzed. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a conductor fracture. The fracture was confirmed via fluoroscopy. It was successfully replaced with a new lead. No additional adverse patient effects were reported. This device has been returned and analyzed.